Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the display on the insulin pump was blank. The battery had been changed multiple times, but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on september 03, 2022. The insulin pump powered up properly after battery installation. The insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump had a high sleep current measurement. The insulin pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thumpower management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery alert and failed batt/battery failed alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: september 02, 2022 16:30:00.000 replace battery alert was recorded and found in the formatted history file on: september 03, 2022 00:57:00.000 september 03, 2022 01:08:25.000 replace battery now alarm was recorded and found in the formatted history file on: september 03, 2022 01:28:00.000 september 03, 2022 01:38:00.000 insulin pump error alarm september 03, 2022 01:38:00.000 power loss alarm was recorded and found in the formatted history file on: september 03, 2022 01:39:25.000 september 03, 2022 01:39:33.000 insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board. No evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator¿assembly noted. The original electrical board was installed in a test, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board was installed in a test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The insulin pump had a high sleep current measurement, suspected on the electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, suspected on the electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display found on september 03, 2022. The device powered up properly after battery installation. The device passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error low battery alert and failed batt/battery failed alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: september 02, 2022 16:30:00.000 replace battery alert was recorded and found in the formatted history file on: september 03, 2022 00:57:00.000 september 03, 2022 01:08:25.000 replace battery now alarm was recorded and found in the formatted history file on: september 03, 2022 01:28:00.000 september 03, 2022 01:38:00.000 pump error alarm september 03, 2022 01:38:00.000 power loss alarm was recorded and found in the formatted history file on: september 03, 2022 01:39:25.000 september 03, 2022 01:39:33.000 device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board 1. No evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The origina lelectrical board2 was installed in a test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the device on using the battery simulator and continued testing. The device passed the sleep current measurement. The device had a high sleep current measurement, suspected on the electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, suspected on the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.